Manufacturer narrative:
Approximate age of device- 7 days. It is unknown if the device was explanted from the patient after expiration. Though requested, the product disposition was not provided by the site. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported through patient outcome that the patient was expired. Additional information was requested, but was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2017. The pump was reportedly functioning as intended and was not returned for evaluation. Death is listed as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected patient age. Additional information received 18feb2019; previously mentioned pump thrombosis and pump exchanged reported under medwatch MFR #2916596-2017-02064. It is unknown if the device was explanted from the patient after expiration; however, it was reported that the device will not be available to be returned to the manufacturer for analysis. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information received on 18feb2019 reported the patient had a pump exchange on (B)(6) 2017 due to pump thrombosis. Clinician reported patient's death is due to complications of previous thrombosis and pump exchange. Vad-20045 operated as expected. Vad-20045 will not return for investigation. No additional information was provided.